Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported false positive coronavirus result while utilizing the sars-cov-2 assay. There was no confirmation testing done. - aries sample one result: sars-cov2 positive. - aries sample one repeat: sars-cov2 negative. The aries results were reported to the medical team but there was no adverse events or change in therapy associated with this reporting.